Event description:
It was reported that the abutment screw loosened.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the abutment screw loosened. D4: expiration date: 05 dec 2020. UDI: (B)(4). D11: certain® bellatek® titanium abutment 3. Item #: iedat3 lot #: 8248150-1 therapy date: unknown. G4: 02 may 2019. G7: follow up. H4: 05 dec 2015. The reported device was not returned for evaluation. Pictures and x-ray images were provided by the customer. The reported condition of, the abutment screw loosened could not be confirmed, however. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR a complaint history review was performed for the reported screw lot number for similar cause and no other complaint was identified. A definitive root cause for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iunihg abutment screw loosened.